Event description:
Information was received indicating that the flange detector of a smiths medical medfusion pump was not working and the wires were noted to have been cut. No adverse effects were reported.

Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement this remediation MDR was generated under protocol (B)(4). As a result of warning letter cms (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tamper seal broken on bottom case and plunger assembly as well as cracked on right plunger case and lower left front corner of top case. A review of the event history log identified check syringe flange. Functional testing found optocoupler wires had been cut by customer. Pump will be returned to customer due to software version 3.0.6 is no longer in service (end of life). The root cause of the reported issue was found to be customer damaged.